Manufacturer narrative:
<P class=""><strong>visual analysis:</strong></p><p class="">a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the shuttle cartridge, almost fully retracted. The sealant was exposed to blood, protruding out from the shuttle cartridge tubing side slit and adhering to the catheter shaft. The advancer tube was revealed to have remained in the shuttle cartridge tubing. The condition of the returned device is like a device failing to deploy. The device was inspected for damages/slits that may have contributed to the reported event. No damages or anomalies were observed. </p><p class="">;</p><p class=""><strong>functional analysis:</strong></p><p class="" style="text-align: justify;">simulated deployment test to ensure functionality of the returned device was performed. Resistance was felt because of the exposed to blood sealant. The sealant adhered to the catheter shaft and revenged the shuttle from advancing distally. The sealant was removed, and the shuttle was able to be advanced without issue. The advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU), lbl9288_4. </p><p class="">;</p><p class=""><strong>dimensional analysis:</strong></p><p class="">the advancer tube¿s length and distance between the proximal and distal tamp locks were measured (one-time calibration rulers ID #s 0184 and 0229 were used) and noted to be within specification (per sa8147_rev 2 & sa8318_rev 3). </p><p class="">advancer tube¿s length:</p><p class="">specification: 198 +/-0.5 mm</p><p class="">result: 198 mm </p><p class="">pass</p><p class="">distance between tamp locks:</p><p class="">specification: 6 +/-1 mm</p><p class="">result: 6 mm</p><p class="">pass</p><p class="">;</p><p class=""><strong>microscopic analysis:</strong></p><p class="">visual inspection at high magnification (eq4440-01) showed that the sealant was exposed to blood and adhered to the catheter shaft, protruding out from the cartridge tubing side slit as received. The tamp locks were also inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. </p><p class="">;</p><p class=""><strong>phr review:</strong></p><p class="">review of lot f2107602, UDI# (B)(4). F2107602 concluded the following: </p><p class="">24 hydrogel sealants were rejected during the hydrogel loading, and 8 mx unit was rejected during product boxing of this lot. The phr review confirmed that all the rejected units were properly segregated and discarded. No issues were potentially related to the reported complaint.</p><p class="">;</p><p class="">no non-conformance records or deviations were issued for this lot.</p><p class="">;</p><p class="">the reported failure mode was reviewed against design fmea dfm8575 rev. 6 and confirmed that the failure mode is identified in the risk management document under the ID(s): shut3, 8, 11-12.</p><p class="">;</p><p class="">;</p><p class="">calibration record of the equipment listed in the traveler that might be associated to the reported complaint was reviewed for hydrogel unsheating, hydrogel sealant swelling test and hydrogel loading with calibration ids:&nbsp; eq0218-03 and eq0219-04; eq0334-03 and eq1008-12; eq4136-75 and eq4139-11 and it was found that the equipment was calibrated in a timely manner during the established time periods. The lot involved in the complaint was manufactured within the calibration dates.</p><p class="">;</p><p class="">the phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time</p><p class="">;</p><p class=""><strong>root cause analysis:</strong></p><p class="">based on the information provided, the condition of the returned device and the investigation performed, the failure reported as failure to deploy - advancer tube could not be confirmed, and the reported incident may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Investigation results showed that the returned device performed as intended per the mynxgrip instructions for use (IFU), lbl9288_4. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. As investigation results showed that the returned device performed as intended per the mynxgrip instructions for use (IFU), lbl9288_4. </p><p class="">&nbsp;</p><p class="">in addition, visual inspection showed that the sealant of the returned device was protruding out from the outer cartridge tubing side slit as received, which may have been reported as ¿the device had split¿. It should be noted that the slit in the outer cartridge tubing is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the slit, and the sealant outer sleeve is placed over the slit to protect the sealant. If the sealant sleeve is displaced, the slit will be exposed. No damages/anomalies were observed on the returned device.</p>

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not work when it was inserted and pulled back and it looked like the device had split. The patient had been anticoagulated, and manual pressure was applied for 20 minutes with no hematoma or patient complications. There was no reported patient injury. The mynxgrip was used on an st-elevation myocardial infarction (stemi) patient. The device will be returned for evaluation. It was noted in the product evaluation, that the sealant was exposed to blood, protruding out from the shuttle cartridge tubing side slit and adhering to the catheter shaft. The advancer tube was revealed to have remained in the shuttle cartridge tubing. The condition of the returned device is like a device failing to deploy.